Event description:
It was reported, of a device under flow/under delivering. There has been no report of patient involvement, or no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
D5 is unknown. No information provided to date. H6: health impact and evaluation codes: updated. H10: manufacturing device history record review was not performed, because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found, the battery door missing. Functional testing found, the pump was found to be over delivering to the manufacturing specifications. The expulsor will be replaced. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(6).